Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Retainer ring: black. Customer returned pump for an alleged critical pump error on 08/30/2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. Insulin pump was received with critical pump error. Successfully downloaded using crest tool. Unable to perform the displacement test, sleep current test, active current test and self test due to critical pump error. Insulin pump failed to enter recovery mode preventing download of history files and traces using thus software due to blue screen. Insulin ump was cut open to perform visual inspection and found moisture damage on the electrical board 1, power connector, motor and force sensor during visual inspection. The original electric board 2 was installed in a test electric board 1, case, internal battery and motor. Powered the pump on using the battery simulator and blue screen noted. The following were noted during visual inspection: cracked keypad overlay, corroded (battery tube), scratched lcd window and scratched case. In summary, customer alleged critical pump error (open book image) confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was crack. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for the analysis.